Event description:
The reporter stated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens in the patient's left eye (os) on (B)(6) 2012. The icl was explanted and exchanged for a shorter lens.

Manufacturer narrative:
Surgical procedure. Lens, vaulting, excessive. Device evaluated by manufacturer? No. Lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: no conclusion can be drawn. Based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the reporter stated the icl was explanted through the original incision on (B)(6) 2012. The patient experienced elevated iop. The patient did not have any additional symptoms, the acd was quiet. The reporter stated most likely the icl was discarded.

Manufacturer narrative:
(B)(4). Intraocular pressure rise, (iopr). Evaluation method: medical review. Results: medical review - the icl is commonly exchanged for a shorter lens when the surgeon notes that it is too long for the patient's eye. The root cause of lens that is too long has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.) To prevent any of these complications from occurring, staar recommends that the lens be explanted once the surgeon determines that this condition may affect outcome of the patient's vision. Conclusions: based on the complaint history, work order search and medical review, the root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).